Event description:
A customer reported a system was not suctioning properly during a procedure. There was no patient harm reported. Info has been requested but not yet received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).